Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5086 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had possible pericarditis in addition to some pain. The material of the device and leads were questioned. The device and leads remain in use. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.